Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose level was 414 mg/dl. His blood glucose level was high after a day of not using it. He received a max bolus alert. The customer delivered 10 units. Troubleshooting was declined. The device was not returned.